Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with post-paced t-wave over-sensing from their implantable cardioverter defibrillator, noted on a stored electrogram. No inappropriate therapy occurred. Programming changes were made to address the issue. Patient condition was stable after the event.